Event description:
(B)(4). I was implanted with essure in ber of 2014. I had giving birth to my third child in august of 2014. I signed all the required forms to have my tubes tied right after I gave birth, however I was told the hospital forgot me and could not fit me in. I would have to come back to hospital. The dr quickly reminded me about essure and how the quick, painless, in office procedure had very little recovery time. I immediately had the stabbing pain and soreness in my pelvic area, it continues to this day, only worse. I bled for three months straight, then went to a ten day cycle. Its constant pms, with the unbearable back pain and cramps like im in labor. My sex drive is non existent, and even if I wanted to, its to painful to enjoy. My hairs falling out, I get headaches, fatigue, and memory fog. I have made an appointment in (B)(6) to beg for a hysterectomy.